Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, a tavr viv (26mm sapien 3 in a surgical valve) via tf approach for bioprosthetic stenosis. Upon introducing the commander delivery system through the esheath, the wire kinked (obese patient (B)(6)) and would not allow the delivery system to advance. Attempts were made the push and pull the delivery system but the system would not move. During withdrawal attempts, the delivery system was pulled and the valve dislodged from the delivery system and remained in the esheath.  The esheath was removed with the valve stuck ¿somewhere inside¿. A new esheath, delivery system and 26mm sapien 3 valve were used to complete the procedure. The new valve was delivered and implanted with no issues. Upon removal of the second esheath, the perclose failed resulting in a left femoral cutdown. This injury was due to the perclose; there were no malfunctions of the edwards esheath. Patient is in stable condition.

Manufacturer narrative:
The device was not returned for evaluation and no applicable imagery was provided for review. A device history review (DHR) was performed and none of the work orders revealed any issues that may have contributed to the reported event. A lot history review revealed no additional complaints for ¿delivery system withdrawal difficulty- valve through sheath¿ or ¿delivery system- valve dislodged from balloon¿. Review of complaint history revealed that the occurrence rate did not exceed the may 2018 control limit for the trend category ¿withdrawal difficulty¿ or ¿valve dislodged from balloon¿. No instructions for use (IFU) or training materials deficiencies were identified. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ and ¿delivery system ¿ valve dislodged from balloon¿ were unable to be confirmed. Imagery was not provided from the procedure and due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was performed. A review of manufacturing mitigation and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint. A review of complaint history suggests that patient or procedural factors may have contributed to the reported events. As noted in the complaint description, the patient¿s challenging anatomy caused the wire to kink and delivery system would not advance. These factors likely contributed to the difficulty reported during delivery system withdrawal and subsequent valve dislodge. Patient anatomy such as tortuosity can create challenging angles and cause non-coaxial alignment of the delivery system and sheath during retrieval. Additionally, the kink may also contribute to the difficulty by restricting the withdrawal path and increasing resistance during the withdrawal. The complaint description states that when ¿during withdrawal attempts, the delivery system was pulled and the valve dislodged from the delivery system and remained in the esheath¿. However when retrieving the delivery system with crimped valve through the sheath, training manual states to ¿withdraw the delivery system and sheath as a single unit completely from the arteriotomy¿. It is possible that in an attempt to fully remove the delivery system independent of the sheath, the crimped valve caught on the seals in the sheath housing or caught on the distal end of the loader, thereby dislodging from the delivery system. As a result, available information suggests patient and/or procedural factors may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since the device was not returned and no imaging was provided, the complaint was unable to be confirmed. No manufacturing non-conformance or labeling inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.